Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after a peripheral interventional procedure. Reportedly, when the plunger was pulled back no suture was present. A second perclose proglide was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis of the returned components indicates that a posterior cuff miss occurred. A posterior cuff miss would appear as no suture present after pulling the plunger, therefore the reported experience is confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based in the information reviewed, there is no indication of a product deficiency.